Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of short battery life. A call service 128 (replace battery) alarm was shown in the pump history due to an unconfirmed call service 150 (auto off timeout>pump suspended) alarm on (B)(4) 2017. During testing, the pump successfully completed the ez-prime steps without any power issues, reboots, or call service alarms. The pump¿s electrical draws were tested and were found to be within required specifications. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a battery life issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was found to be cracked at the threads on the side.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.